Manufacturer narrative:
Failure analysis revealed that the insulin pump constantly failed the battery test after battery insertion due to a faulty battery tube. Unable to test the error alarm due to the failed battery test alarm. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error. The customer declined to provide their blood glucose reading. Nothing further was reported.